Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead of this pacemaker were explanted due to high out of range pacing impedance measurements, causing a lead safety switch (lss). As a result of the polarity switch from bipolar to unipolar, noise oversensing was observed. Ts suspected an ra dislodgement, or connection issues but was unable to confirm. Troubleshooting was recommended during the changeout procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead of this pacemaker were explanted due to high out of range pacing impedance measurements, causing a lead safety switch (lss). As a result of the polarity switch from bipolar to unipolar, noise oversensing was observed. Ts suspected an ra dislodgement, or connection issues but was unable to confirm. Troubleshooting was recommended during the changeout procedure. This pacemaker remains in service. No adverse patient effects were reported.